Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed a skin irritation under the front and back therapy electrodes. The irritation under the front electrode was described as red. The irritation under the back therapy electrodes was described by a doctor as contact dermatitis. The doctor also advised that the patient had a nickel allergy. The doctor recommended that the patient apply cortisone/hydrocortisone cream on the affected area. Follow-up indicated that the skin was better and improved.